Event description:
It was reported that during a routine office visit this pacemaker device was found in safety mode. A device replacement was recommended in the near future. At this time the device remains implanted. No adverse patient effects were reported. New information was received indicating that the pacemaker device was surgically explanted and a new device implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine office visit this pacemaker device was found in safety mode. A device replacement was recommended in the near future. At this time the device remains implanted. No adverse patient effects were reported. New information was received indicating that the pacemaker device was surgically explanted and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The device was returned, and analysis completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device could not be completed but that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that during a routine office visit this pacemaker device was found in safety mode. A device replacement was recommended in the near future. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.